Event description:
It was reported that the loop recorder exhibited backup vvi operation. After the software was successfully updated, an error message displayed -hardware backup mode-. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode due to premature battery depletion.

Manufacturer narrative:
Final analysis confirmed the reported complaint of backup operation. The backup was caused by a depletion in battery voltage. The battery anomaly is a known issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.